Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt dizzy, light headed, fell in the bathroom and could not sit in a chair properly. They thought their device was not working properly. The device is still in use. No further patient complications have been reported as a result of this event.